Event description:
It was reported by the physician the patient was seen on (B)(6) 2016 due to an increase in seizures. A battery life calculation was performed which showed approximately 0.5 years remaining until (near end of service) neos = yes. It was later reported the physician felt the vns was not helping with the patient's seizures and he did not want to provide any further information.